Event description:
It was reported that an ilet user experienced hyperglycemia, with sensor glucose reaching 400 mg/dl after the first lunch announcement following a recent fr and a 60 g carbohydrate meal, despite multiple same-day supply changes and confirmed insulin drops from the tubing. Symptoms included elevated blood glucose without reported physical distress. Outcomes included completion of troubleshooting and education, manual blood glucose checks of 220 mg/dl and 216 mg/dl, and calibration of the pump with the manual value. Investigation included phone-based assessment, verification of infusion delivery, review of recent meal announcement and fr status, and provision of replacement supplies for early changes. Investigation of this case revealed no device malfunction detected during the call and a plausible explanation of postprandial hyperglycemia associated with the first meal relearning after fr. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.